Event description:
Additional review determined that the information reported in manufacturer report # 3004209178-2013-19964 is the same event as reported in the current manufacturer report. All additional information will be reported in the current report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the week prior to the report, the impedances were a little high. C-0 was 5000 but none of the other contacts were over 5000. It was noted that the extensions were tight in the neck area so they opted to reposition the battery and replace the extensions. It was noted that it was done during the case on the day of the report, however intraoperative, they had worse high impedances. The reporter stated they had disconnected the extension/lead as well as the lead/extension basically 3 times and reconnected multiple times without resolving. It was noted that the bad impedances were on the left side and the right side was a little high, but that was like that prior to the day of the report. It was noted there were 3000s to 4000s. It was noted that left side impedances were c-3 at 26377, 0-3 38000, 1-3 28000, and 2-3 25000. The reporter noted they had not tested right onto the lead. It was noted there was no adaptor in the case. It was further reported that the extensions were exchanged to relieve the tightness. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient came in for an office visit with high impedances on the left side. When the lead-extension connector was pressed on the patient could feel a sensation, "a little jolt." On the day of the report the patient was in the operating room and fluid was seen in the lead-extension connection. The fluid was removed and the components were reconnected, but the impedances were still high. They were in the 20,000 range, so the extension and lead were disconnected again. The components were dried again and reconnected, but the impedances were in the 10,000 to 11 ,000 range. The lead was disconnected and tested with a twist lock cable connected to an external neurostimulator (ens). Impedances were run from 0.75 volts up to 3 volts; all were 11,000 ohms except for combinations containing electrode 3, which were greater than 40,000 ohms. The reporter was not aware of any falls or trauma, but the patient did play golf. The reporter also mentioned that the implantable neurostimulator (ins) had twisted before and the extensions were revised. The high impedances did not resolve as contact 3 remained high and it was believed that contact 3 was damaged. The neurologist programmed the patient around contact 3 and he was doing very well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0753z, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va07192, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension.